Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo. They changes to a new trocar, it leaked as well. The procedure was completed without any impact to the patient.

Manufacturer narrative:
(B)(4). Scraper damaged. The analysis results found that the (B)(4) device (a) was returned in good visual condition, the device was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn with loose material. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that a (B)(4) device (b) was returned for evaluation. Upon testing of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk, leak test failed inserting and removing test probe.